Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was a blockage somewhere in the catheter which makes it unable to be used. This has occurred in many for lot number 1908413364. Additional information provided by the nicu manager stated that the issue was discovered while preparing to suction the patient. The catheter was unable to suction the patient. They confirmed that the patient was not harmed by this incident.